Manufacturer narrative:
The failure for not recognized by the console was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the flex assembly was damaged.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was not recognized on the console. There was a 30-45 minute procedural delay. The procedure was completed successfully with no medical intervention, and no adverse consequences reported. .

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was not recognized on the console. There was a 30-45 minute procedural delay. The procedure was completed successfully with no medical intervention, and no adverse consequences reported. .